Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
A revision surgery is planned to fix the patient's occlusion.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
A revision surgery is planned to fix the patient's occlusion.

Manufacturer narrative:
The investigation concluded that the device met specifications. The potential root cause could be a patient condition -dual bite, it was not identified in the preoperative planning. Root cause remained unknown.

Event description:
A revision surgery is planned to fix the patient's occlusion.

Manufacturer narrative:
Section d4: serial number has been deleted as it is not present in the label; UDI related data quality updates only. Section g6: type of report changed from follow-up #2 to follow up #3.

Event description:
A revision surgery is planned to fix the patient's occlusion.